Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg met or exceeded 75% of its expected longevity.